Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise on both the pace and sense channel and the shock channel. The noise was oversensed, but no pacing inhibition was observed. The noise was able to be reproduced with isometric testing. In response, the rv sensitivity programming was decreased and it was indicated that the patient will be monitored remotely. The physicians nurse practitioner was noted to be aware of the issue. Approximately four months later, the rv lead was explanted and replaced due to oversensing and pacing inhibition resulting in asystole of less than two seconds. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise on both the pace and sense channel and the shock channel. The noise was oversensed, but no pacing inhibition was observed. The noise was able to be reproduced with isometric testing. In response, the rv sensitivity programming was decreased and it was indicated that the patient will be monitored remotely. The physicians nurse practitioner was noted to be aware of the issue. Approximately four months later, the rv lead was explanted and replaced due to oversensing and pacing inhibition resulting in asystole of less than two seconds. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed approximately 11.8 centimeters from the terminal end. Only the proximal segment was returned. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.